Event description:
A (B)(6) female pt called zoll customer support to report that her electrode belt cable was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the cable connecting the distribution node to ECG "c" was severed. The root cause for the cut cable was physical abuse. No adverse event resulted from the cut cable. The pt rec'd a replacement electrode belt.